Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 3.00 x 20mm synergy¿ drug-eluting stent was advanced for treatment however, it was noticed that the stent was dislodged. The dislodged stent remained intact on the guide wire and it was retrieved using a non-bsc snaring device. The procedure was completed with another 3.00 x 20mm synergy¿ stent. No patient complications nor injuries were reported.